Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the air/water feeding was insufficient. The olympus china (osh) checked the subject device and found that there was mucus solidification in the air/water nozzle. There was the possibility that insufficiently or incorrectly reprocessed subject device might be used for next procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at osh. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, past similar case and the cautions described in the instruction manual, omsc presumed that a foreign matter such as body fluid and so on clogged in the air/water nozzle due to inappropriate reprocessing after the previous procedure. If additional information becomes available, this report will be supplemented.